Manufacturer narrative:
It was reported that a revision surgery was performed due to loss of acetabular fixation in screws and a zimmer cup with constrained liner. The associated device r3 liner, used in treatment, was returned and evaluated. A visual inspection of the returned device showed the liner lock ring, support ring and head were disassembled from the device. The device has signs of damage from use. The device was manufactured in 2018. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The surgeon attempted to join the r3 constrained assembly with other competitors devices. The procedure was completed with a zimmer head, a smith and nephew liner and a depuy head. The combination of components is not recommended and issues with fit should be expected. This off-label use is the cause of this complaint. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery in left thr had to be performed due to loss of acetabular fixation in screws and a zimmer cup with constrained liner. S rom stem was still in good position and well-fixed so surgeon retained s rom stem. Zimmer acetabular hardware and s rom head were removed. Another head from same length was put in. During flexion and internal rotation rom check the femoral head disassociated from constrained liner. Hip was then reduced and impacted and head kept disassociating from liner. Surgeon decided to remove liner and put a lateralized r3 68x36mm 20 degree liner. A delay of less than 30 min was reported.